Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 201mg/dl. Troubleshooting was performed. The customer stated that the drive support has no damage. Assisted the caller to run the displacement and the test failed twice. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.